Manufacturer narrative:
This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 (B)(4). We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR reports: 1627487-2011-00335, 1627487-2011-00336, 1627487-2011-00337.